Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Pain, redness, "breast deformity," and inflammation were later reported. An ultrasound identified "palpable breast folds." Treatment included anti-inflammatory and pain medication.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight was within specification. Cloudy gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reason for reoperation was capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, pain, redness, "breast deformity", and inflammation. An ultrasound identified "palpable breast folds". Treatment included anti-inflammatory and pain medication. The device has been explanted.

Event description:
The device has been explanted.